Manufacturer narrative:
No unexpected ramping of numbers or scrolling anomalies noted during testing. The insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, the numbers were ramping or the scroll bar was moving up and down without any input. Customer's blood glucose was 86 mg/dl. Event occurred during normal use. Customer was advised the device needed to be replaced. Customer agreed to return the device for further testing.